Event description:
Procedure type: hernia. According to the reporter: the device broke into pieces. The procedure was not converted to an open procedure. The incision was not extended by more than one inch. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).